Event description:
Procedure type: sigmoid resection. Patient gender: unk. According to the reporter: the stapler misfired and a leak was observed at the anastomosis site. The surgeon subsequently used a competitor's circular stapler to continue the procedure. No further details were made available. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 10/31/2007.